Event description:
It was reported that the external pulse generator was out of calibration, that its ventricular output was low. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis was unable to confirm the customer comment that the generator's ventricular output was low. Analysis did find that the upper and lower cases were broken, the battery release was contaminated, the bail covers were both broken, the battery contacts were compressed, the ring was bent and the keyboard scratched. (B)(4).

Event description:
It was reported that the external pulse generator was out of calibration, that its ventricular output was low. The generator was returned for service. No patient complications have been reported as a result of this event.